Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a multiple pump error alarm. The blood glucose level was 150 mg/dl. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The troubleshooting was performed. Fill cannula was recorded in daily history. The customer performed the self test and during the self test pump error was occurred. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, the insulin pump alarmed pump error 63 during the self test and pump error 63 alarm and pump error 4 alarm are confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.